Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the china. It was reported on 19-aug-2024 that the patient encountered infusion set leakage from tubing which results into the replacement of infusion set. No further information available.